Manufacturer narrative:
(B)(4).

Event description:
It was reported that the month prior to report the patient went through security and beeped. The patient stated they put the wand over their implant and since then the device didn¿t seem to be working properly. No patient symptoms were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported it was unknown if manufacturer device was affected by emi and also reported as unknown if device had por (power on reset).it was reported patient was seen on the day of the call for interstim check-up. The amplitude was changed to 2.1 from 1.8 on program 1.the patient was doing okay, but still investigating how to make the device work more efficiently. The patient felt the fecal incontinence worsen with going through courtroom security device.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0amn0, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reported the patient received assistance from their manufacturer representative and their concerns were resolved.